Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or on-conformances that could have lead to the complaint. The available tracking and trending reports were conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. The reported product is not expected to be returned as the customer indicated product could not be returned due to [product return letter should not be sent to competent authorities or regulatory entities.]. Therefore, no further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: an inaccurate glucose reading issue was reported with use of the abbott diabetes care (adc) device. It is unknown whether the customer noted a trend arrow on the device. A customer declared: "earlier this year I had some experiences with my abbott libre 3 plus continuous monitor gave wildly inaccurate reading which led me to severely over/under correct my insulin dosages. I reported the issue to my physician, who did not take me seriously. I now use an older glucometer to double check abbott readings that I consider suspicious. All too frequently there is enough discrepancy that I am now very cautious about my insulin intake." There was no report of emergent third-party intervention for the reported issue. No contact information was provided to adc; therefore, adc is unable to attempt any follow-up activities related to this event. Based on the information provided, there was no report of serious injury associated with this event.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: an inaccurate glucose reading issue was reported with use of the abbott diabetes care (adc) device. It is unknown whether the customer noted a trend arrow on the device. A customer declared: "earlier this year I had some experiences with my abbott libre 3 plus continuous monitor gave wildly inaccurate reading which led me to severely over/under correct my insulin dosages. I reported the issue to my physician, who did not take me seriously. I now use an older glucometer to double check abbott readings that I consider suspicious. All too frequently there is enough discrepancy that I am now very cautious about my insulin intake." There was no report of emergent third-party intervention for the reported issue. No contact information was provided to adc; therefore, adc is unable to attempt any follow-up activities related to this event. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.